Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an x-ray of the right ventricular (rv) lead showed there was a gap in the superior vena cava (svc) coil. It was noted that all impedance measurements are normal and stable. The rv lead remains in use. No patient complications have been reported as a result of this event.